Event description:
It was reported that during routine follow-up a reduced sensing (decrease from 3-4 mv to 1.2 - 1.5 mv) and loss of capture due to increased pacing threshold (from 1.2 v @ 0.4 ms to 4.3 v @ 0.4 ms) were observed at the rv lead. The patient suffers from ebstein's anomaly so all the leads were positioned epicardial. Patient is not pm dependent. The physician decided to turn off the tachy therapy and hospitalized the patient because tachy therapy is not guaranteed due to the poor sensing. The epicardial rv lead will be replaced as soon as possible. The root cause of the thresholds remains unknown.

Event description:
Additional information was received that the physician believes the source of the high thresholds issue is due to a lead fracture. A lead replacement procedure is scheduled to take place at the beginning of (B)(6).